Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored an atrial tachy response (atr) episode with a pause in pacing that was less than two seconds. Upon further review, this atr episode likely occurred during an office visit where the clinician was performing tests and measuring r-waves. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.